Event description:
It was reported to medtronic neurosurgery prior to shunt implantation, the valve was primed with saline solution. It was observed during the priming that saline was leaking from the valve. Another device was used to complete the operation without delay. It was also reported that there were no adverse effects to the patient.

Manufacturer narrative:
The returned valve was patent. It met requirements for the siphon and preimplantation tests. It did not meet all of the requirements for the leakage, reflux, and pressure-flow tests. A tear was observed on the top siphon control device membrane. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. Additionally, all valves are 100% tested at the time of manufacture. The instructions for use that accompanies the device cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. (B)(4)